Event description:
It was reported that the patient had foley catheter inserted in operating room for surgery on (B)(6) 2022 and ordered to be removed on (B)(6) 2022 after uneventful 2 days, but the first attempt to remove the catheter was unsuccessful after trying multiple maneuvers. There was no hematuria while in situ. It was stated that the patient had outbursts of pain during removal attempts and wanted to go back to operating room. Later in day after speaking with doctor, the room nurse manipulated the catheter and was able to remove. The catheter tip was examined upon removal and found to be different product than expected. The room nurse removed almost all 10ml water instilled in catheter balloon, but it did not deflate completely . This catheter was different because it is 100% silicone compared to latex and the balloon was ribbed. It was also stated that, a ridge was palpable where the balloon originated on catheter. The ribbed areas were also very hard. Room nurse reported having difficulty removing same type catheter from another male patient recently. Customer would like to know if there is any other catheter in place of silicone ribbed replacement substitute catheter, material # 175816. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "incorrect balloon design (balloon wall thickness excessive)". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warnings: do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause the balloon to burst. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Cautions/precautions: maximum indwelling time should be less than 30 days. Urethral strictures, false passages, prostatic enlargement, and post-surgical bladder neck contractures can make urethral catheterization difficult and may require the services of a urologist. Do not aspirate urine through drainage funnel. Do not use if package is damaged. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Consult accompanying documents. Federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Caution: as with all temperature probes, in the presence of rf energy sources, local heating, temperature errors and probe damage may occur. In medical use, unplug the temperature-sensing catheter at the extension cable before activating electrosurgical or other types of direct coupled rf energy sources. Do not stretch catheter - may cause repositioning of probe. Do not use stylet - may cause stretching of catheter. Note: aggressive traction, particularly in the presence of suturing, is not recommended for silicone foley catheters. Adverse reactions: as with any foley catheter, there is a potential for adverse reactions that may occur as part of use of this device including, but not limited to: manufacturer: c. R. Bard, inc. 8195 industrial blvd ne covington, ga 30014 USA +1.844.823.5433 www.bardmedical.com bard, bardex, ez-lok, lubri-sil, sensica and statlock are trademarks and/or registered trademarks of c. R. Bard, inc. Bacti-guard is a registered trademark of bactiguard ab.*bacti-guard silver alloy coating is licensed from bactiguard ab. ©2021 c. R. Bard, inc. All rights reserved. Urinary tract infection, infection, balloon rupture, difficulty deflating the balloon, difficulty removing the catheter, blockage. Sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Single use only. Do not resterilize. For urological use only." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient had foley catheter inserted in operating room for surgery on (B)(6) 2022 and ordered to be removed on (B)(6) 2022 after uneventful 2 days, but the first attempt to remove the catheter was unsuccessful after trying multiple maneuvers. There was no hematuria while in situ. It was stated that the patient had outbursts of pain during removal attempts and wanted to go back to operating room. Later in day after speaking with doctor, the room nurse manipulated the catheter and was able to remove. The catheter tip was examined upon removal and found to be different product than expected. The room nurse removed almost all 10ml water instilled in catheter balloon, but it did not deflate completely . This catheter was different because it is 100% silicone compared to latex and the balloon was ribbed. It was also stated that, a ridge was palpable where the balloon originated on catheter. The ribbed areas were also very hard. Room nurse reported having difficulty removing same type catheter from another male patient recently. Customer would like to know if there is any other catheter in place of silicone ribbed replacement substitute catheter, material # 175816. No medical intervention was reported.